Event description:
It has been reported the packaging on the suture was mistakenly cut with part of another product, not sealing the suture packaging and contaminating the same according to the photographic evidence. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary photo analysis: two pictures were received for evaluation. As per visual inspection of the pictures, a packet of product code g813 was observed with a cut piece of another tray caught in seal area. Based on the information currently available, the primary packet in the overwrap seal and open seal defects were identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2022. H3 investigational summary: visual analysis of the returned sample determined that one sample of product code g813t was received to ethicon for evaluation. As per visual inspection of the sample received, the packet was observed with a cut piece of another tray caught in the seal area. Based on the information currently available, the primary packet in the overwrap seal and open seal defects were identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.